Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a therapeutic procedure, the display on the camera head, while being used with the visera elite video system center displayed a sandstorm. There was no image. The intended procedure was completed successfully with a similar device. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed; however, it cannot be denied that the subject could not be recognized when the event occurred at the customer's location. Additional issues were identified during the device evaluation: cable buckling and disconnection; image noise (the subject was recognizable); degradation of oredom; cable water cover; and charge-coupled device water cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the stress boot came off due to deterioration of stress boot of the cable and inside of the cable got flooded, then poor communication occurred temporarily and also noise on the image occurred temporarily. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.